Manufacturer narrative:
Correction: upon review of the complaint, it has been determined that the product is the cartridge.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: there were no instances of loss of prime warnings found in the pump's black box. The pump's force sensor passed a calibration check. The alleged issue could not be duplicated.